Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001822565 - 2018 - 02240, 0002648920 - 2018 - 00309, 0002648920 - 2018 - 00307, 0001822565 - 2018 - 02241, 0002648920 - 2018 - 00308. Concomitant medical products: 00630505022 xlpe liner, lot 61121974, 00785901500 distal centralizer, lot 07888662, 00785701500 femoral stem, lot 61104305, 00801803601 femoral head, lot 61112062, 00620205820 shell porous with multi holes, lot 61049202, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length, lot # 61185883, 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot # 61185883, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length, lot 61077213. Reported event was confirmed with review of medical records received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that there was acute blood loss during primary procedure requiring multiple blood transfusions. Attempts have been made and no further information is available at this time.